Event description:
Alleged the head goes up by itself when the bed is plugged in.

Manufacturer narrative:
The technician found the caregiver control head up button was sticking on the left intermediate siderail. The technician replaced the caregiver control to repair the bed.